Manufacturer narrative:
H6 - evaluation codes - corrected patient and device codes to reflect the end of life ipg.

Manufacturer narrative:
The event of error message displayed was reported to abbott. The patient's pc displayed the error message "replace generator soon." The patient underwent surgical intervention where the ipg was explanted and replaced. Effective therapy was restored following the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. Effective therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's pc displayed the error message "replace generator soon." As such, the patient may undergo surgical intervention to address the issue.